Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up session, x-ray examination revealed a left ventricular (lv) lead dislodgement. The lv lead programming configuration was changed to resolve the event. The patient was stable.